Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the difficult to establish final arm angle (faa) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During deployment of the clip, after exposing the gripper line and when checking the clip delivery system lock to confirm it was locked for the second time per the instructions for use, the clip came open. The clip was locked back down and the clip closed as tight as possible, the clip was stable when it was put back on the leaflets and deployed successfully. Final mr grade was 3. No adverse patient sequela or a clinically significant delay in the procedure were reported. No additional information was provided.